Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was used during stenting procedure to treat a pancreatic tumor performed on (B)(6) 2009. According to the complainant, the stent would not deploy and the physician decided to retrieve the entire system when the stent spontaneously deployed in the endoscope. The procedure was completed with wallflex biliary rx covered stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as okay.

Manufacturer narrative:
The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed. (B)(4).